Event description:
Physio-control is investigating the occurrence of broken high voltage connector pins in the defibrillation cable. If a broken pin in a defibrillation cable goes unnoticed, pt therapy could be delayed. There have been no reports of broken pins from distributed devices.